Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the grafts are misaligning/shifting direction while passing through mesher. The carrier for the mesher entered the machine without issues. Once the carrier went through the cutting rollers the mesh carrier veered off to the side on the other side and the skin graft was bunching up under the rollers. The scrub tech checked once the skin was removed to pass the empty carrier again to make sure it wasn't a user error and the same thing happened. The event occurred during surgery. No harm reported and no delay. No additional graft was taken as the original one was able to be used. No part of the device was bent or damaged. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the grafts are misaligning/shifting direction while passing through mesher. The carrier for the mesher entered the machine without issues. Once the carrier went through the cutting rollers the mesh carrier veered off to the side on the other side and the skin graft was bunching up under the rollers. The scrub tech checked once the skin was removed to pass the empty carrier again to make sure it wasn't a user error and the same thing happened. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report of skin graft mesher serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) five times as documented in the repair reports in livelink. The last repair was january 15, 2018 where it was reported that the device needed preventative maintenance and the roller, damaged comb, sliding pin, spring, and gear were replaced. This is not a related issue. The device history record (DHR) of skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on july 24, 2018 revealed comb, right side plate, and shoulder bolts were damaged. The damaged comb could be the reason for the complaint. The calibration and sample mesh could not be taken do to the damaged components. The 1.5:1 ratio cutter, serial number 1210005 failed due to an incomplete mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the worn bushings, worn side plates, damaged comb, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb, right side plate, and shoulder bolts were damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb, right side plate, and shoulder bolts were damaged. The device failed the test mesh and was outside of calibration specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.